Manufacturer narrative:
Additional information was received on apr 03, 2025 and the manufacturer previously submitted incorrect h10, it should be reported as: the manufacturer previously received information alleging headache related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury the device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections d8, d9, h2, h3 and h6 has been updated in this report. Section h6: health effect-clinical code has been updated which was missed to update in intial report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.